Manufacturer narrative:
A third-party service agent performed an evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue could not be determined. After clearing the codes and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.